Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: PICC was only 50 cm in length, yet packaging shows 55 cm. PICC was inserted into pt. No harm to pt. Therapy not delayed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: PICC was only 50 cm in length, yet packaging shows 55 cm. PICC was inserted into pt. No harm to pt. Therapy not delayed.